Event description:
As reported, during a procedure to implant a 26mm sapien 3 ultra case in aortic position by transfemoral approach the esheath failed to expand and the valve could not pass through the esheath so the esheath and crimped valve were removed from the patient. Per pre-decontamination evaluation observations of the returned devices, a valve frame damage was observed (one strut bent inwards at the inflow side).

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
The valve was returned and visual evaluation revealed a crimped valve with one (1) strut bent at the inflow side. The postexpanded valve had wrinkled and dehydrated leaflets wrinkled due to storage condition (prolonged crimping) during the return handling process and the bent strut corrected on postexpanded valve. Imagery provided revealed the following; patients access vessel had present of calcification, tortuosity, and undersized vessels, minimum luminal diameter 5.5mm required for 14f sheath per IFU. Valve stuck in sheath due to nature of the complaint no applicable dimensional inspection or functional testing was able to be performed the complaint was confirmed through visual inspection. An existing technical summary is applicable to this event therefore no device history record (DHR) review was performed. A review of edwards lifesciences risk management documentation was performed for this case. No evidence of product nonconformances or labeling/IFU inadequacies were identified. The complaint for failure y frame damage was confirmed through returned product evaluation and provided imagery. An existing technical summary captures the root cause analysis for complaints evaluated for resistance with delivery system and valve frame damage as a result from increased push force. The technical summary also captures the product risk assessment as it applies to this complaint event. The pra documents the difficulty advancing the delivery system through the sheath, resulting in difficulty or the inability to introduce delivery system/loader and advance through sheath, resulting in no patient harm, which did occur during this event. No further action is required. Per the technical summary the following potential root causes were identified as applicable to this event: tortuous patient anatomy can create suboptimal angles that can lead to noncoaxial alignment between the delivery system with crimped valve and sheath inner lumen during advancement, leading to resistance. The provided patient imagery shows tortuosity was present in both access vessels. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of suboptimal angles during delivery system insertion that may lead to resistance. The provided patient imagery shows calcification was present in access vessels. Undersized vessels (e.g. Due to anatomical variation, preexisting stent or graft, scar tissue, or fibrosis) can create a restricted pathway or constrained condition resulting in challenging pathway during delivery system advancement leading to resistance. The provided patient imagery shows undersized vessel was present and excessive device manipulation/ high push force can lead to the valve struts interacting with the sheath shaft and resulted the strut damage at the valve inflow side. One bent strut can be seen on the returned device as well as in the provided imagery. The presence of the above factors can create challenging pathway during delivery system advancement, leading to resistance. More than one of these factors can compound to further exacerbate the patient/procedural conditions and increase the likelihood of encountering resistance during delivery system advancement through the sheath resulted in frame damage. The technical summary also outlines the extensive manufacturing mitigations in place to detect a defect or nonconformance associated with this issue. There are several 100% inprocess inspections (visual) performed in manufacturing process and product verification testing (functional and visual) on a sampling plan basis and these inspections and testing support that it is unlikely that a manufacturing nonconformance contributed to the complaint. In addition, assessment of the detailed instructions for use (IFU), device preparation training manuals, and procedural use training manual revealed no identifiable deficiencies. These mitigations (from manufacturing and the IFU/training manual) as identified in the technical summary are still in place to mitigate this issue. Based on available information, investigation suggests that patient factors (tortuosity, calcification, undersized vessels) and/or procedural factors (excessive device manipulation, high push force) may have contributed to the reported event.